Event description:
A ventilator was returned to the MFR for routine preventative maintenance. There was no allegation of device malfunction. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the MFR's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's sd card was replaced to address the issue. The ventilator was found to audibly and visually alarm, as designed.